Event description:
It was reported to ventec that the device alarmed for "system fault" and stopped ventilating while on a patient. There was patient use associated with the reported event. The reporter advised that medical personnel provided the patient with manual ventilation for support when the device stopped ventilating. The reporter advised that there was no harm to the patient as a result of the reported issue, however, medical intervention was necessary in order to prevent permanent impairment/damage to the patient. No further details about the patient or the event were provided.

Manufacturer narrative:
Ventec has performed an initial evaluation of the device. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluate by ventec where the reported issue of a system fault was confirmed, however, the reported loss of ventilation was not confirmed. Testing at ventec was not able to reproduce either issue, nor did the device stop ventilating. Ventec reviewed the device's electronic records but did not observe any reboot or unexpected shut downs in the data. Ventec replaced the control board and exhalation control module (ecm) to resolve the reported system fault issue. Proper device operation was observed through functional and performance testing. The cause of the reported loss of ventilation could not be determined.